Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. Customer's blood glucose level was not impacted. Technical support advised the customer on how to press the button more effectively, but the issue persisted. Eventually, it was determined that the pump needed to be replaced. The pump was within warranty, and the customer was informed of the replacement process, backup therapy options, and instructions for returning the defective pump to tandem.